Event description:
Procedure type: laparoscopic surgery. According to the reporter: plastic or silicone fragment from around pneumoperitoneum/instrument valve inside proximal end of trocar has become dislodged and dropped in to pt abdomen during laparoscopic surgery. Fragment noticed during surgery and removed. No pt injury was reported.

Manufacturer narrative:
(B)(4).